Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. The insulin pump received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, and cracked on display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the buttons were not responsive. The customer's blood glucose was 10.2 mmol/l at the time of incident. The customer stated that they took out the battery then reinserted but it did not resolved the issue and got a failed battery test alarm. The customer stated that the alarm was unable to be cleared due to the keypad anomaly. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will not be returned for analysis.